Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
Us complainant reported the patient was on impella 5.5 support. A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured left thrombus. The patient also endured ventricular tachycardia (vt) and ventricular fibrillation (vf) arrest. The patient expired.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation (vf) and thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of vf and thrombus could not be determined as the device was not returned nor sufficient clinical details. Corrections to the initial MFR report: d4 updated model number.